Manufacturer narrative:
Manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed in an unidentified liquid in a plastic container. No significant deformations or damage of the valve were detected during the visual inspection. Permeability test- this test indicated that the valve has a blockage. Adjustment test - this is a fixed pressure valve. A braking force and brake function test is not applicable. Braking force and brake function test - this is a fixed pressure valve and the test is not applicable. Results - after the tests, we dismantled the valve. Inside, we have found a build-up of substances (likely protein). Based on our investigations, we confirm the presence of occlusion, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Section a: patient height - 175 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a gav valve was blocked. A patient underwent a shunt implantation procedure on (B)(6) 2018. Sometime later, blockage was noted. The valve was replaced on (B)(6) 2019 due to this malfunction. Further details have been requested.